Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod6 coil. During the procedure, while attempting to advance a pod6 through a lantern delivery microcatheter (lantern), the physician experienced resistance and the pod became suck and unable to advance within its orange sheath. Therefore, the pod6 was removed and the procedure was completed using the same lantern and additional ruby and pod coils. There was no report of an adverse effect to the patient.